Event description:
It was reported that an attempt was made to place a fox plus pta catheter in the femoral artery (fa). At the first dilatation, when the balloon was inflated from 4 atm to 8 atm, the balloon ruptured. Thus, the device was exchanged to a non-abbott balloon and inflated to 12 atm the procedure was complete. No pt effects; no further pt info is given.

Manufacturer narrative:
The device was not returned, however, the lot number was provided. Review of the device history record for this lot is forthcoming. A supplemental report will be submitted with any relevant info.